Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.